Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer woke up with a number 2 on the screen. Customer replaced the battery but it kept getting stuck no 2 during the countdown. Customer's blood glucose was 296 mg/dl at the time. Customer was unable to get past the rewind screen. Customer stated that the pump was not stored or not in use for an extended period of time. Customer was advised that the alarm was triggered when she removed the pump to let it rest after it had a constant tone. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.